Event description:
It was reported that during a primary rotator cuff repair procedure after the anchor was inserted into bone, and the sutures loaded into the snares, the sutures began to feed together as they should, but halfway down one of the snares detached from its internal suture and therefore did not feed the implanted suture into the anchor and provide any tension. As this was a difficult case and access was difficult, it wasn¿t noticed until it was too late. An insignificant delay was reported and there is the possibility of harm to the patient as their repair may be compromised. Unknown if there was a back up device available. The device will not be return as it was left implanted in the patient.

Manufacturer narrative:
The reported speedscrew implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿one of the snares detached from its internal suture and therefore did not feed the implanted suture into the anchor and provide any tension.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: over tensioning the suture, misalignment of inserter handle. Ensure that the suture does not wrap around the inserter while screwing the implant into bone. Use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result. The implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. Do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. It is unclear if the device was used according to the surgical technique. Based on the information provided adequate repair of the rotator cuff cannot be definitively determined. The root cause of the reported issue cannot be concluded. The patient's current condition has not been provided and the future impact to the patient cannot be determined based on the limited information provided.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an unknown procedure after the anchor was inserted into bone, and the sutures loaded into the snares, the sutures began to feed together as they should, but halfway down one of the snares detached from its internal suture and therefore did not feed the implanted suture into the anchor and provide any tension. As this was a difficult case and access was difficult, it wasn¿t noticed until it was too late. An insignificant delay was reported and there is the possibility of harm to the patient as their repair may be compromised. Unknown if there was a back up device available.the device will not be return as it was left implanted in the patient.